Event description:
On 6/17/24 an ilet user's caregiver reported the user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on (B)(6) 2024. The user lives in supported living. On (B)(6) 2024 the user's bg levels were dropping, and the user refused to consume any carbohydrates. Ems was called, and the user was taken to the ER and later admitted to the hospital. The caregiver was unsure if the user lost consciousness or was confused during the event. The user's lowest blood glucose level was 14 mg/dl. The user's treatment while admitted is unknown.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. Cgm glucose was > 180 mg/dl for 40 minutes before signal is lost for 10 minutes. When cgm signal came back online 10 minutes later, the glucose had decreased from 235 mg/dl to 98 mg/dl. The next cgm glucose reading 5 minutes later was < 40 mg/dl. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Review of the device data shows inappropriate use of the meal announcement feature during periods of hyperglycemia, which would lead to maladaptation of the device. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hypoglycemic event was exacerbated by the user's refusal to treat with oral carbohydrates. It is possible that issues with cgm accuracy contributed to this event, given the significant change in glucose readings in such a short period. It is also possible that the user's pattern of behavior prior to the event lead to maladaptation of the device that contributed to this event.